Event description:
Medtronic plasma blade 3.0s (electrosurgical device) was being used for breast cancer surgery. Surgeon was holding a vessel with forceps in one hand and the plasma blade in her other hand. The plasma blade was close to the wound but not in it. She pressed 'coag' on the plasma blade and a small flame erupted from the tip. Patient was properly grounded with a dispersive pad, as required for the electrosurgical unit. There was no injury to the patient as the tip was not touching the patient, forceps or any other material. We immediately removed it from the surgical field. Another plasma blade was opened and used without issue.